Event description:
--

Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
The device/lead was explanted, replaced, and returned for analysis. The post market quality assurance laboratory is currently analyzing the device/lead. Upon completion of the analysis, the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indication (eri) and was explanted subsequently one week later. The device was implanted for approximately two and a half years, and is not included in any advisory population. The device will be returned for analysis, and no adverse effects were reported.